Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging and customer continued using pump for insulin therapy.